Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported that she experienced bent infusion cannulas while using the infusion sets. Infusion headsets are inserted manually, and nothing abnormal was noted during the preparation or insertion of the infusion sets. There was no infusion leakage. Blood glucose elevated to "hi" and 494 mg/dl as a result. Pt woke during the night and noticed her blood glucose was elevated. The headset was inserted about 1.5 hours earlier. Pt removed the headset and noticed the cannula was bent. Pt corrected hyperglycemia by delivering insulin through the infusion device. Pt changed to a different type of infusion set. Target blood glucose is 140-150 mg/dl. This occurred a total of 4 times on (B)(6) 2011. One infusion cannula was bent in 1 place, and the other 3 minutes were crimped like an accordion. Alleged infusion sets were discarded and will not be returned for eval. The pt did not require assistance from a health care professional or second party to address the issue.